Event description:
It was reported the patient was not able to charge for 6 weeks because she was unable to get good coupling. A power on reset (por) was shown and bypassed by the manufacturer representative. The patient¿s recharger (insr) then showed 7/8 coupling boxes. Additional information received reported the patient was able to get good coupling (6 bars) in the physician¿s office using her insr. Additional information has been requested, but it was not available as of the date of this report. A supplemental report will be sent if any additional information is received

Manufacturer narrative:
Concomitant: product ID 3888-56, lot# v511853, implanted: 2011-(B)(6), product type lead. Product ID 3777-60, serial# (B)(4), implanted: 2011-(B)(6), product type lead. Product ID 3888-56, lot# v511853, implanted: 2011-(B)(6), product type lead. Product ID 3708220, serial# (B)(4), implanted: 2011-(B)(6), product type extension. (B)(4).